Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated her pump was acting crazy. The patient stated when she went to give herself a bolus dose sometimes it took like 5 minutes to get to the first 90% and today it wouldn't go to the 90% it just shut her out. The agent walked patient through clearing data and patient was locked out for 1 hour and 48 minutes. The patient would deliver the bolus later. The patient would monitor the issue and call back if needed.